Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A b30 is an error that occurs when communication between the camera and processor fails. The investigation determined the most likely cause of the failure was a connector failure, which had caused a scope contact error as its replacement resolved the issue. However, the cause of the connector failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use. The customer reported this occurred with many different endoscopes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The device was repaired at the customer facility and the issue was resolved by exchanging the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.